Manufacturer narrative:
H2: device evaluation date. H6: the system was serviced in the field by a medtronic representative. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section e for updated initial report last name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted and was unable to track instruments. Upon investigation in the ndi toolbox, it was found that the power supply unit (psu) had bump detected and storage temperature had exceeded, as well as the system time was incorrect. The probable cause was likely a depleted psu cmos (complementary metal oxide semiconductor) battery. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to localizer faulted a1102: applicable to the localizer faulted message a23: applicable to the system time being incorrect a0709: applicable to not being able to track instruments medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.